Event description:
It was reported that the device delivered appropriate high voltage therapy that was not adequate to treat an episode of ventricular tachycardia. The patient passed away. There was no allegation of malfunction against the device.